Event description:
Paramedic responded to a respiratory arrest in a pt who was in a cardiac arrest upon his arrival. He applied the autopulse onto the pt and began the compression cycles. The device started its operation without any difficulty and ran for nearly a minute. The medic, while the device was operating was able to start intravenous therapy & deliver medications to the victim. The secondary rescue team arrived and the medic determined that he needed to move the victim to a different area to perform oral intubation. It's believed that a fireman moved the pt by the legs that resulted in the chest compression assembly (cca) not compressing across the sternal area. The medic paused the device to re-position the cca band and received a system fault message upon re-starting the compression cycle. He attempted to clear the fault that was unsuccessful. He intubated the pt and noted that pt had return of spontaneous circulation in which she was transported to the emergency dept.